Event description:
An acumed acu-loc plate was explanted due to a non-union. The screws were broken when removed. According to the surgeon, the screws seemed to be broken before the plate was removed. The surgeon is not alleging a deficiency with the acu-loc plate nor that is caused the non-union.